Event description:
An operating room supervisor reported that the vitrectomy cutter stopped cutting during a procedure. They exchanged the cutter and completed the procedure with no delay and no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not been evaluated at this time. Six lot numbers, manufactured in 01/2013, were identified with the complaint. No abnormalities that could have contributed to the complaint were found during the device history record review. The product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).